Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on (B)(6) 2016: (B)(4). Conclusion: unconfirmed quality defect. Lot number cs0003v manufacturing date: oct-2013 expiration date: 12-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 4 months started experiencing excessive bleeding on any given cycle. She underwent an ablation 9 months after essure insertion (interpreted as endometrial ablation) to control the bleeding. This event, interpreted as menorrhagia, is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the positive temporal relationship, the nature of the event excessive bleeding on any given cycle and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5057638) in united states on 16-nov-2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, lot number cs0003v. In (B)(6) 2014 the consumer started experiencing excessive bleeding on any given cycle, sharp, stabbing pain in her lower abdominal, she was dizzy, lightheaded, and had pains to be intimate with her husband. In (B)(6) 2014 she had an ablation performed to control the bleeding. She wanted essure out of her, even if they had to do a hysterectomy. Serious injury was mentioned as event report type, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 4 months started experiencing excessive bleeding on any given cycle. She underwent an ablation 9 months after essure insertion (interpreted as endometrial ablation) to control the bleeding. This event, interpreted as menorrhagia, is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. Given the positive temporal relationship, the nature of the event excessive bleeding on any given cycle and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. A product technical analysis and further information are expected.